Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood/solution set would not flow during infusion. The customer attempted to pull fluid using a syringe attached to the lowest port, but solution would not flow past the drip chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed and the pressure was found to be within the product specification range. Clear passage test was performed at 8 psi and failed. The sample was then functionally tested by spiking it into an in house 1000ml solution bag containing distilled water and priming it. No flow was observed during functional testing due to blockage in the blood filter. The blood filter was taken apart from the tubing to test the bonding between the two parts. During the additional testing, it was observed that the subassembly was not filling with air when pressure was applied. During visual inspection, a blockage with flashing or solvent was observed. The subassembly center hole was too small to allow liquid flow. The reported condition was verified. The cause of the condition is related to the solvent application technique during the manufacturing process. There are current prevention measures related to this failure mode which include certified assembler, training: assembly, line clearance, start set up with the applicable sequence and sponge change every two hours as well as detection controls which include in-process inspections, periodic checks, 100% visual inspection, priming test, block inspection sampling and functional test. An awareness training was provided to the manufacturing personnel to address good practice during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.